Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink duo-vent continu-flo solution set snapped in two as loading was attempted into a colleague pump. This occurred during priming. Excessive force was not used and the line had not been connected to the patient's cannula at any point. There was no patient involvement. No additional information is available.